Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Unknown if device is/not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: a DHR review was performed for: part number: 456.460s , synthes lot number: 5363378 , review location: (B)(4), manufacture dates: 11/07/06. Part expiration date: 09/30/2015 the review of the DHR showed that there were no issues or nonconformances during the manufacture of the product that would contribute to this complaint condition. Review of the scn (sterile control number) records of the reported lot/part number and confirmed that it is conforming. This confirms that the sterility assurance documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed an infection and underwent removal of hardware. A patient, who was implanted with a trochanteric fixation nail (tfn), presented with redness and swelling along the right hip. He was diagnosed with infection and underwent removal of tfn, a lag screw and two dual force screws on (B)(6) 2016. A culture was taken; results are pending and will not be available. It was noted that this was the patient's third procedure. There was no surgical delay. It was reported that the procedure was successfully completed. Patient outcome is unknown. There are no plans at this time to implant other devices. No additional information available. This report is 1 of 4 for (B)(4).